Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revelated a broken pebax, and the dome was observed dented. A force test was performed, and the device was recognized and visualized correctly; however, error 106 was displayed on the screen due to an open circuit at the tip area. Due to error 106 observed, the device was dissected at the peek housing section, and insufficient adhesive application on the wires was observed. This failure mode could be related to the open circuit observed during the analysis; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed. The root cause for the adhesive condition is traced to the manufacturing process. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the electrode damage could not be established. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The instructions for use (IFU) state: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode or may damage the contact force sensor and affect measurement accuracy. This product issue will be addressed through the quality system. Internal corrective actions are being performed to optimize actions on devices with force sensor error and adhesive issues. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the broken pebax. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component codes: sensor (g03012) and adhesive (g0405201) were selected as related to adhesive condition. Investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the force sensor issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the dome that was observed as dented. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a broken pebax. Initially, it was reported that during the operation, an error 106 was displayed on the carto system, after the first ablation. A second device was used to complete the operation. There was no adverse event reported. The force sensor issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on (B)(6)2025, a broken pebax was observed with a dented dome. This was assessed as MDR reportable with an awareness date of 16-jan-2025.